Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. As a consequence, the patient went to the ER and was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient is doing well and currently using the device with effective pain relief.